Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on (B)(6) 2010 and performed to specification up to the (B)(6) 2014. On the (B)(6) 2014 the device failed the weekly auto self-test due to a low battery. The device continued to record multiple self-test fails due to a low battery up to the (B)(6) 2014. During this time the device recorded multiple manual self-test fails of ten minutes duration. The device was still in fault mode on the (B)(6) 2015 when a new pad-pak was installed. The pad-pak was then removed and re-installed on the (B)(6) 2015, passing an auto self-test. Multiple manual power ups, mainly of ten minutes duration where observed, between the (B)(6) 2015 and the final log entry on the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the course of the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.